Event description:
The customer reported that the screen on their qube compact monitor would freeze and unexpectedly shut down when the monitor was moved. There was no patient or user harm associated with the event. The customer returned their monitor to the equipment service center (esc) for evaluation. An esc technician evaluated the device where they were able to verify the reported issue of the device shutting down, but they were unable to verify the reported freezing display. Further evaluation of the device showed that the cause of the reported power issue was due to a faulty cpu pcba. After replacement of the cpu pcba, proper device operation was observed and the device was returned to the customer. The cause of the reported power issue was due to a faulty cpu pcba. The cause of the reported screen freezing issue could not be determined, as the issue could not be duplicated.